Event description:
It was reported that a user contacted beta bionics to speak with a clinician regarding recurrent low blood glucose while using the ilet, describing that after meal announcements she experienced a blood glucose of 54 mg/dl approximately two hours later and perceives receiving too much insulin. Symptoms included shakiness, sweating, and confusion consistent with hypoglycemia, which she treated with oral carbohydrates such as jelly beans. Outcomes included low glucose events without hospitalization, emergency treatment, or facility transfer. Troubleshooting and education were provided, including discussion of hypoglycemia recognition and treatment; the case was assigned for additional training. Investigation of this case revealed no device malfunction reported and no device component issue identified; the event was characterized as hypoglycemia with unclear cause, with potential contributory factors including meal announcement practices and treatment behaviors. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.